Manufacturer narrative:
(B)(4). Corrected to teleflex medical, research triangle park, nc. The sample was returned for evaluation. A visual exam was performed and it was observed the machine end connector was removed from the suction accessory tube. One production sample was retrieved from the production lot at the manufacturing facility for simulation purposes. Based on the simulation conducted, after the suction tube was completely assembled with the female and machine end connector without placing into the uv curing process, it was observed that the machine end connector was easily removed. The complaint sample and production sample were examined under magnification and it was observed that the production sample has a similar defect as the complaint sample with glue on the suction tube. It was found on the suction tube of the production sample (after the uv curing process), that the connector was not able to detach from the tube. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "suction comes apart and can't be used." Alleged issue reported as occurred during use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "suction comes apart and can't be used." Alleged issue reported as occurred during use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".